Manufacturer narrative:
Device was not returned to manufacturer.this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
No devices were received for examination; therefore, the condition of the components is unknown and an evaluation is not possible. Review of the device history records for the tibia component identified no deviations or anomalies. The knee compatibility matrix was reviewed components for compatibility and identified no issues. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the primary surgery state that the patient underwent bilateral total knee arthroplasty due to osteoarthritis; however, only the first page of the operative notes was provided and the description of the procedure was not included. Operative notes for the left knee revision state that the patient was revised due to global instability. The femoral component was noted to be in 10 degrees of internal rotation. The femoral and tibial components were removed with the use of an oscillating saw. After removal of the tibial component it was noted that only the pegs had bone ingrowth. A tibial bone defect was also noted after removal of the tibial component. The notes did not state any indications of femoral component loosening or include a specific reason for revising the femoral component. The patella was noted to be well fixed and was not revised. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal (tm)tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4) concomitant medical product: persona all poly patella catalog # 42540000035 lot # 62445353; persona cr tm standard femora catalog # 42502806601 lot # 62354140; articular surface fixed bearing ultracongruent catalog # 42511200614 lot # 62456450; palacos r 1x40 single catalog # 00111214001 lot # 76174337. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Multiple MDR reports were filled for this event: 0002648920 - 2018 - 00102; 0001822565 - 2018 - 00756.

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral and tibial component were removed and replaced. Operative notes also indicated that the patient has joint effusion, periarticular soft tissue swelling, and metallic debris about the left knee. Finally, operative notes indicated minimal lateral subluxation of the left patella.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral, articular surface, and tibial component were removed and replaced with competitor product.